Event description:
Abbott libre 3 plus, lot number t60003572, serial number (B)(6). Sensor reading shot up to 350. I checked with a verified blood glucose monitor and my blood glucose level was 119. This happened 6 months prior with another liber 3 plus whose lot number was not related to a recall as well. I have the product in question but abbott is requesting I return it to them for evaluation. Patient code:4580. Device code: 1535. Reference report:mw5178290.